Event description:
It was reported that patient underwent total hip arthroplasty on (B) (6) 2006. Subsequently, patient experienced increasing pain and squeaking sound. A revision procedure was performed around (B) (6) 2010 and the acetabular cup and modular head were removed and replaced. It was noted that an abnormal physiological reaction was noticed. No further information has been received to date.

Event description:
It was reported that patient underwent total hip arthroplasty on (B) (6) 2006. Subsequently, patient experienced increasing pain and squeaking sound. A revision procedure was performed around (B) (6) 2010 and the acetabular cup and modular head were removed and replaced. It was noted that an abnormal physiological reaction was noticed. No further information has been received to date.

Manufacturer narrative:
Date of event - based on date reflected on the radiograph image received, revision procedure took place on or around (B) (6) 2010. Date explanted - based on date reflected on the radiograph image received, revision procedure took place on or around (B) (6) 2010. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. (B) (4).

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation of the returned component found the spherical superior surface has numerous scratches. The surface also has wear stripes and a cloudy area consistent with stem impingement and subluxation. The taper has evidence of fretting.